Event description:
Pt had permanent pacemaker insertion on 1/26/99, in which an atrial and ventricular lead were implanted along with a pacing generator. Pt started c/o "weakness and near syncope"; seen in physician's office on 4/20/99 pacemaker was interrogated and reprogrammed. Pt again had symptoms the next day and was admitted to hosp for heart rate in the 40's. The following day a new ventricular lead was implanted, and old lead removed.